Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown the reported device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to neurogenic claudication. On an unknown date in (B)(6) 2017, post-op, the patient experienced bilateral leg numbness. Allegedly, she has been experiencing numbness for the past 2 years. The patient underwent physical therapy and took cobalt amine medication due to this event. The event was determined to be possibly related with disease. The outcome of the event is ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Investigator assessment: general surgery or lumbar fusion procedure (excluding minimally invasive procedure): not related disease: possible minimally invasive procedure: not related device: not related sponsor assessment: general surgery or lumbar fusion procedure(excluding minimally invasive procedure): causal relationship disease: possible minimally invasive procedure: possible device: not related.